Manufacturer narrative:
To resolve the reported problem, olympus technical support recommended to the reporting re-seating the main lamp and verifying that it was free from defects. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the olympus, model clv-190, evis exera iii xenon light source spare lamp came on and the end user cycled power to the device to ignite the main lamp. In addition, the error "e102" occurred. There was no patient injury, associated with the problem, reported to olympus. This report is submitted due to the report of "e102" error. This is report #2 of 2 due to multiple events reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, the root cause of the e102 error could not be identified. However, it is possible the cause is related to a faulty temperature switch. Olympus will continue to monitor field performance for this device.